Event description:
It was reported that the pulse generator exhibited loss of telemetry when hooked up to a programmer. The programmer was rebooted and the device continued to exhibit no telemetry. The patient would be further tested at his next follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The pulse generator was explanted after further testing.